Event description:
Patient presented to the clinic after receiving inappropriate therapies. X-ray confirmed lead dislodgement. The device was explanted after repositioning was unsuccessful.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.